Manufacturer narrative:
The device was received for evaluation. During functional testing the reported symptom was reproduced, the device showed that the tubing was loaded into point 3 and 4 even when it was not loaded. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be broken tubing guide. The tubing guide and force sensor require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump detected sensors 3 and 4 continuously even without tubing. The event occurred during startup when installing the tube in the centre local de services communautaires (clsc). There was no patient involvement. No additional information is available.